Manufacturer narrative:
(B)(4). This is a report of a use error, where solution bags were reused with a new cassette and the patient was then connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an alarm on the homechoice machine, it was reported the caregiver (cg) had reconnected used solution bags to a new cassette during drain one of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative reviewed proper procedures with the cg and advised the cg to complete the patient¿s therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.